Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a loose drive support cap. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test and rewind test due to blank display. Pump received with loose/protruded drive support disk, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and minor scratched lcd window.